Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an infusion of levophed was started on a patient after the set was primed and loaded into the pump module. The customer stated the pump module ¿malfunctioned¿ and the vasopressor started infusing rapidly. The infusion was stopped and the patient remained asymptomatic. There was no report of patient harm. Biomed evaluated the device and replaced the pressure sensor.